Event description:
New information reported that the lead dislodgement had been discovered during follow-up. The lead was capped and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged. No patient symptoms were reported. No intervention was reported.